Event description:
It was reported that the patient experienced deflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. There were no further patient complications.